Event description:
Nothing new.

Manufacturer narrative:
Investigation findings: a device history record review was completed for provided material number 300296 and potential lot numbers 2307170 and 2306199. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. Twenty retained samples were also obtained from the manufacturing facility for review; however, no signs of defect were observed. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. When a lubricant is used within the product formulation, visible particles may become apparent when the lubricant blooms to the surface of the syringe barrel due to plunger movement. A toxicologic material risk assessment for the slip agents used within this product indicates an extremely low to negligible risk of adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that the slip agents would be metabolized and eliminated relatively rapidly, with no bioaccumulation projected. This slip agent is an approved additive for this application and has been tested for preclinical material biocompatibility with all cases meeting established criteria for safety. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications. Our quality team will closely monitor the production process for signs of potential defects and any emerging trends.

Manufacturer narrative:
H.3. A device return is not anticipated. The lot number is unknown. If additional information becomes available a supplemental will be filed. Batch number [146296] was not found for material number [300296]. Customer has provided 2 different lot no for ref no 300296; 2307170, 2306199. Follow-up in progress to confirm if these are affected lots or just lots that the customer has on hand.

Event description:
It was reported that bd discardit syringe s2 had foreign matter in the barrel. The following information was provided by the initial reporter: a white crumb crumbled from the plunger of the syringe. When the piston was moved back and forth, more chips came out. When did the incident occur? During use has there been any patient impact (serious injury, medical intervention, change of treatment required)? The syringes have not directly caused harm to the patients. The first time it was noticed, the nurse was injecting medicine with a syringe and had noticed lumps among the medicine. The nurse went to make a new medicine and took a different syringe. Please confirm if the samples have been contaminated with blood or cytotoxic medication. There are no used syringes in the returned syringes, so there is no blood or cytotoxic drugs.